Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted that the lead also exhibited dislodgement and failure to sense during the replacement procedure.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a follow-up in-clinic with fatigue and leg heaviness. Further investigation found the patient's atrial lead was failing to capture. Physician ordered for device output to be increased till a lead revision surgery could take place. The surgery took place on (B)(6) 2020. Lead was explanted and replaced instead of repositioning due to the helix failing to fully retract. Patient was discharged home after the procedure.